Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube, completely broken off reservoir tube lip and stained end cap sticker. No crack/damage on battery compartment noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 11.6 mmol/l. The customer stated that she cleaned the pump with a disinfected wipe and it fell into the sink. The customer stated the location of the damage is on the reservoir chamber and on the bottom right of the battery chamber. The insulin pump will be returned for analysis.